Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During an implantation procedure, when connecting the atrial lead, the physician inserted the screwdriver into the atrial insert block, which displaced it outside of the header. Due to the risk of connection issue of the atrial lead, it was decided not to implant the device.

Manufacturer narrative:
The preliminary analysis of the returned device confirmed the reported issue. Fields corrected.

Event description:
During an implantation procedure, when connecting the atrial lead, the physician inserted the screwdriver into the atrial insert block, which displaced it outside of the header. Due to the risk of connection issue of the atrial lead, it was decided not to implant the device.

Event description:
During an implantation procedure, when connecting the atrial lead, the physician inserted the screwdriver into the atrial insert block, which displaced it outside of the header. Due to the risk of connection issue of the atrial lead, it was decided not to implant the device.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
(Conclusion code) corrected.

Event description:
During an implantation procedure, when connecting the atrial lead, the physician inserted the screwdriver into the atrial insert block, which displaced it outside of the header. Due to the risk of connection issue of the atrial lead, it was decided not to implant the device.